Event description:
The user received an erroneous sodium result for one pt sample. The initial result was 123 mmol/l. Five hrs later when the sample was poured into a cup and retested, the result was 133 mmol/l. The initial result had been reported. The user stated she had not heard from the doctor if the pt was treated based on the initial result. The user discovered a leak in the ise tubing and stated she would change the tubing. The user then received error messages relating to the ise module. The field service rep determined the tubing was not installed completely into the valve and reinstalled the tubing. He verified the proper analyzer operation and performed calibration and qc.